Event description:
It was reported that during reprocessing, the subject device ceramic head was broken. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The most probable cause of the identified failures is cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. A definitive root cause however cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.